Event description:
Terumo medical received an FDA medwatch report # 5089711. The event description states: "pt presented to ir for placement of bilateral nephrostomy tubes. During procedure guidewire sheared off and was retained in subq fat around kidney. Provider made pt and wife aware. No further interventions were necessary".